Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in the journal of cardiothoracic surgery that an (B)(6) woman, who was diagnosed with ischaemic mitral regurgitation, underwent a mitral valve plasty and coronary artery bypass graft and an absorbable hemostatic agent was used. Post operative day two, the patient's superior vena cava pressure gradually rose and she developed low output syndrome. Emergent surgery revealed that the cause of the syndrome was external compression from a hematoma at the posterior surface of the svc, which formed around the absorbable hemostatic agent.